Manufacturer narrative:
Failure analysis was performed on the insulin pump returned to medtronic the results are as follows: pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with cracked reservoir tube lip and scratched lcd window.

Event description:
Customer reported that her insulin pump was not working. Customer reported that she was in the hospital for high blood glucose. Customer opted not to complete troubleshooting. Customer's blood glucose level at the time 230mg/dl. Advised customer insulin pump would be replaced. No additional information is provided.